Event description:
Consumer alleges she was laying against the heating pad and received a burn on her back. There was not a report of property damage with this incident.

Manufacturer narrative:
There is an instruction that states, "burns can occur regardless of control setting, check skin under pad frequently" and consumer failed to perform that instruction. There is an instruction that states, "do not sit on, against, or crush pad-avoid sharp folds" and consumer failed to perform that instruction.

Event description:
Consumer alleges she was laying against the heating pad and received a burn on her back. There was not a report of property damage with this incident.

Manufacturer narrative:
Consumer discarded original/claim unit. Consumer returned replacement heating pad only. Review/examination performed on replacement unit only. There is an instruction that states, "burns can occur regardless of control setting, check skin under pad frequently" and consumer failed to perform that instruction. There is an instruction that states, "do not sit on, against, or crush pad-avoid sharp folds" and consumer failed to perform that instruction.